Event description:
A consumer implanted for non-malignant pain reported seeing the poor communication screen on the patient programmer (pp), experiencing poor communication with the pp, and being unable to communicate using the recharger. The last time the device was charged was (B)(6) 2016. The last time the consumer felt stimulation was two days ago. The consumer met with the manufacturer's representative (rep) on (B)(6) 2016 who checked their device and noted the device was recharging. The rep. Was able to connect with the recharger and the implantable neurostimulator (ins) was fully charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.